Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 182mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 144 mg/dl at the time of the call and also went up to 600mg/dl. The customer experienced symptoms such as nausea. Troubleshooting was performed and found that the cannula was bent. There were no leaks, air bubbles, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. The product was not returned for analysis.